Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found the lens curved in and presence of clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients below the age of 21 years at the time of implantation. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/3.0/086 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens of the same model and the problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.